Event description:
It was reported that the customer was hospitalized for dka. It was indicated that the nurse had called on the customer's behalf. The nurse stated that the family member will contact the helpline later to complete troubleshooting. No further details.